Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button was delayed in responding to touch. Reportedly, the customer applied more force to the button to resolve the issue. Additionally, it was reported that the pump touch screen was unreadable. It was also reported that an unspecified malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 121 mg/dl.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction and touch screen issues were verified. Additionally, based on the analysis, the alleged quick bolus button issue could not be verified.